Event description:
It was reported that noise was observed on the lead in 2012 was programmed off. The lead has now been explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.